Event description:
It was reported that there was a known issue with right ventricular (rv) signal noise and tachy therapies were previously disabled. The rv lead was intermittently sensing and was suspected to be fractured. The cardiac resynchronization therapy defibrillator was programmed to left ventricle-only pacing, which is considered off-label with a fractured rv lead. There were also multiple episodes of pacemaker-mediated tachycardia due to ectopic rv beats. It was also noted that there were non-physiological artifacts present on the right atrial (ra) and left ventricular (lv) channels. Technical services recommended replacing the rv lead and examining the ra and lv leads upon opening the pocket and discussed programmed settings and options. All information to date indicates that the rv lead remains in service. No adverse patient effects were reported. Additionally, upon review of boston scientific latitude remote monitoring system stored data, we identified evidence that this lead exhibited high shock impedance measurements of greater than 125 ohms. No adverse patient effects have been reported.

Event description:
It was reported that there was a known issue with right ventricular signal noise and tachy therapies were previously disabled. The rv lead was intermittently sensing and was suspected to be fractured. The cardiac resynchronization therapy defibrillator was programmed to left ventricle-only pacing, which is considered off-label with a fractured rv lead. There were also multiple episodes of pacemaker-mediated tachycardia due to ectopic rv beats. It was also noted that there were non-physiological artifacts present on the right atrial (ra) and left ventricular (lv) channels. Technical services recommended replacing the rv lead and examining the ra and lv leads upon opening the pocket and discussed programmed settings and options. The rv lead remains in service at this time and no adverse patient effects were reported.